Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and had damage on retainer ring. Also reservoir was unable to lock into place. The customer reported blood glucose value at the time of event was 400 mg/dl. The customer reported hyperglycemia treated with insulin pump. The event involved product(s) mmt-1712k. Troubleshooting was performed, and customer had been using the insulin pump within 48 hours of the reported event and it is unknown whether the auto mode feature was active at the time of the event. No further patient complications were reported. Mmt-1712k was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding retainer ring recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test due to missing retainer ring. Unit passed the self-test, p- cap was inserted and properly locked into place. Unit was successfully downloaded using thus. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcba 1 and force sensor. The following were noted during visual inspection: scratched case, stained keypad overlay, missing o-ring (reservoir tube), detached retainer, pillowing keypad overlay, broken reservoir tube lip. No unexpected alarms, alert, anomalies noted during testing. Cosmetic damage was confirmed at the retainer ring. Unable to confirm high bg anomaly during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.